Event description:
The doctor reported that he experienced a broken capsule during cataract surgery. The surgery was able to be completed without change to the surgical plan.

Manufacturer narrative:
The device operated as designed. The device evaluation indicates the device was within specifications. A conclusion cannot be drawn at this time.